Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the adhesive on the objective lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress from the repeated/long term use of the device. It is also probable that issue occurred due to mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens was peeled off due to deterioration or breakage of the adhesive caused by chemical and/or physical stress. The reported event (pinhole) was not confirmed. In addition, there was an air leak at the universal cord, the adhesive on the bending section cover was chipped, angulation was insufficient, there was noise on the image, the connector was deformed, the video connector was cracked, the label on the video connector was peeling, and there were scratches on the cable protector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the scope leaked from a pinhole in the tip. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.